Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected a diagnostic procedure was performed when the issue happened. The procedure was completed as planned by restarting the system. Philips field service engineer (fse) visited onsite and confirmed that the tube axis cannot rotate. After reviewing the log, it found the tube cannot be rotated. Fse restarted the system, resolving the issue caused by the motor slipping when the tube axis rotated. To resolve the problem, fse cleaned the bearings grease and iron powder to prevent slippage. After restart and cleaning, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed on the same system on the same system as planned by restarting the system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform rotations. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.